Event description:
It was reported that the right atrial lead had low impedance, and a lead warning with polarity switch had occurred about eleven months ago. In the bipolar pacing configuration, oversensing was noted with atrial high rate (ahr) episodes that were non-physiologic. The bipolar pacing impedance was lower than the unipolar pacing impedance, however the lead was reprogrammed to bipolar because oversensing was not occurring in that configuration. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product : addr01 implantable pacemaker (B)(6) 2009. (B)(4).